Event description:
Blunt tip trocar and syringe 10mm oms-t10bt had metal screws that become loose and fall out. Area where screws are located is inserted into the pt. Screws are not visible once in pt. On this particular pt, one screw fell out and was able to be retrieved. The surgeon noted that this happened with same instrument on another pt last week.